Event description:
The following was reported by the implanting physician to the company's clinical market specialist. "Patient with an implanted cardioseal device during a scheduled tee as per protocol was found to have thrombus formation."